Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer awoke with continuous low blood glucose; value and cause was not known. Soda was consumed to treat bg. Tandem technical support verified with the customer that the pump settings were entered accurately. Reportedly, a supply change was performed. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) at 7:18 pm on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Cartridge change sequence was completed at 3:48 pm on (B)(6) 2019. User set temporary rates at 0% of basal insulin on (B)(6) 2019 and on(B)(6) 2019 , cancelling both temporary rates prior to the full requested duration. At 6:58 pm on (B)(6) 2019 , user increased total daily basal insulin from 41 units per day to 45.8 units per day. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.